Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (parent) reported a high reading issue with the adc device. A sensor scan of 160 mg/dl was reported, compared to a built-in meter glucose test result of 50 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. As a result, the caregiver did not report of customer experiencing glycemic instability symptoms; however, the customer was provided glucose by the parent for treatment. The customer was then able to consume a meal. There was no report of death or permanent injury associated with this event.